Event description:
It was reported that the patient complained of pain and drainage at driveline site during routine follow up appointment. Dressing was changed. No redness or drainage was noted. Driveline was noted to be intact. Controller was not dropped and the driveline was not pulled. Protective device cap was added for showers. Patient is on long term treatment with doxycycline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that, during routine follow-up appointment, the patient complained of pain and drainage at the driveline exit site. A dressing change was performed and no redness or drainage was observed. The driveline was intact. The system controller was not dropped and the driveline was not pulled. The patient showered with protective device cap. Cultures were positive for staphylococcus aureus. The patient was placed on the oral antibiotic doxycycline for 99 days. The infection was ongoing. Plan of care for the patient was ongoing assessment and oral (po) antibiotics, most likely for life for suppression. The patient¿s status was reported as ongoing advanced heart failure vad management.